Event description:
Ous MDR - it was reported that the pacing impedance was > 3000 ohm. Implant and explant dates were not reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. The visual inspection showed a damaged lead tip, which led to the high impedance measurements. Based on the characteristic of the damage mechanical forces during the implantation procedure should be taken into consideration. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. In summary, there was no sign of a material or manufacturing problem.